Event description:
Second reload linear cutter: closing mechanism felt "stiff." Third reload: reload cartridge failed to engage & became dislodged; staples remained opened & had to be retrieved individually. Also, cartridge needed to be retrieved via an endoscopic pouch. This involved add'l or time & anesthesia time for the pt.